Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15163. It was reported the pt's scs system was explanted. The pt indicated the scs system had not worked in over 1 year and no further information was provided. The pt declined to meet with the sjm representative prior to having the explant performed.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.